Event description:
During case, it was noticed that the tunneling instrument was not functioning properly. Upon inspection it was noticed that the tip of the instrument broke off inside the patient's right thigh. Xray was immediately called arrived to help locate the missing piece. It was located and retrieved. We were able to successfully finish the case with no other complications. An additional incision was made where the tip was recovered.